Manufacturer narrative:
The customer reported that the bsm (bedside monitor) has intermittent screen loss. The screen flickers and closes down. The device was not in patient use. The customer does not want to send it in for repair; he would just like to log the complaint. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bsm (bedside monitor) has intermittent screen loss. The screen flickers and closes down. The device was not in patient use. The customer does not want to send it in for repair; he would just like to log the complaint.